Event description:
It was reported by the customer that the handpiece was leaking black fluid where the blade is attached to the handpiece at the beginning of a knee procedure. The handpiece was exchanged for another handpiece that was on hand. It was reported that the fluid came into contact with the pt; no additional treatment was given to the pt due to this contact. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the tech observed visual evidence that a fluid had leaked from the handpiece. The handpiece is to be repaired and returned to the customer.